Manufacturer narrative:
Follow-up #1 date of submission 01/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation was unable to duplicate the sticky button complaint. All the keypad buttons responded properly and no damage to the keypad cover was observed. Removal of the keypad cover found contamination under all the button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿ok¿ and ¿up¿ buttons were sticking intermittently. Reporter stated that the keypad cover was intact and there was no trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.